Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. I only completed the report recently as I was unaware of this process. I am now about 10 years down the road, having had erosion and about six operations to correct the damage. I still have the arms of the tape in situ, with the middle section removed, I strongly believe they are causing much of my general pain. At this point I have no wish to share my medical records, it is purely an awareness exercise so you know I am another mess damaged female to add to your figures.  Event related the patient's second case reported via mw # 2210968-2021-02797, event related the patient's third case reported via mw # 2210968-2021-02798, event related the patient's fourth case reported via mw # 2210968-2021-02799, event related the patient's fifth case reported via mw # 2210968-2021-02800.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient's surgery to remedy has left extensive scaring and resulted in nerve damage which causes pain down right side of the body, painful and restrictive movement, which is worse in shoulder and knee. It also reported that the patient has urge incontinency.